Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Tests 1 and 2 were performed with different strip lots and the time elapsed between these meter inr's and the lab value is not known (only stated that they were performed the same day). The time elapsed for test 3 was within an hour. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio versus lab. In 2009: inratio 3.4, same day lab: 2.6. Pt re-tested on inratio: 3.7. Nine days later: inratio 4.5, same day lab: 3.1. Pt's therapeutic range is 2-3. Caller reported that the pt did not have any medication change; no coumadin change. Also that pt had no bleeding symptoms nor changes in their diet.